Manufacturer narrative:
Submit date: 2017-09-14.

Event description:
According to the reporter, the enteral feeding pump has no display.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the enteral feeding pump has no display". The unit was triaged and the customer¿s reported condition was confirmed. Display screen had physical damage; breaks and cracks. The root cause is categorized as customer misuse due to excessive damage to the display screen. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.